Event description:
The advocate stated his wife tested her blood glucose using 2 breeze2 meters and received readings of 35 and 200 mg/dl. The difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strip information was not provided. Control solution and replacement meter were sent to the customer.